Event description:
It was reported that 1 bd alaris¿ smartsite¿ needle-free valve each from lots 21035557 and 21035769, and 2 sets from lot 21065149 experienced flow issues. The following information was provided by the initial reporter: bd smartsite needle-free valve would not flush. Nurse attempted to push and pull and "clave" would not flush. Had to use a second clave.

Manufacturer narrative:
Correction: additional information was provided by the customer, and the following fields have been updated: b.5. Describe event or problem: it was reported that 1 bd alaris¿ smartsite¿ needle-free valve each from lots 21035557 and 21035769, and 2 sets from lot 21065149 experienced flow issues. D.1. Medical device brand name: bd alaris¿ smartsite¿ needle-free valve there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 21035557 d.4. Medical device expiration date: 2024-03-08 h.4. Device manufacture date: 2021-03-04 d.4. Medical device lot #: 21065149 d.4. Medical device expiration date: 2024-06-02 h.4. Device manufacture date: 2021-05-28 d.4. Medical device lot #: 21035769 d.4. Medical device expiration date: 2024-03-11 h.4. Device manufacture date: 2021-03-08 investigation: h.6. Investigation summary: no product or photo was returned by the customer. The customer complaint that the bd smartsite needle-free valve would not flush could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 21035557 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2000e lot number 21035769 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2000e lot number 21065149 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. Due to previous similar reports of this nature bd is currently recommending when encountering needle-free connector flow issues to follow the steps outlined in the attached letter. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the bd smartsite needle-free valve would not flush could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 21035557 was performed. The search showed that a total of 48003 units in 1 lot number was built on 10mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced flow issues. The following information was provided by the initial reporter: bd smartsite needle-free valve would not flush. Nurse attempted to push and pull and "clave" would not flush. Had to use a second clave.